Event description:
It was reported by the sales representative that the patient experienced skin irritation from the opak electrodes. The doctor wants to switch the patient to bhs unit. The patient was given opak on (B)(6) 2025. The patient has sensitive skin. She treated with the unit for 2 weeks and had red, itchy and irritated skin with raised bumps with puss when they popped. She used only 72r electrodes and treated for 12 hrs a day. Changed electrodes daily, rotated the position and washed the skin with antibacterial soap and treated the irritation with hydrocortisone cream. The patient had follow-up with doctor on week 03 of treatment and told her to stop using the opak and he would like to switch her rx to bhs. The doctor did not prescribe anything for skin irritation.

Manufacturer narrative:
Section b3: the event date is estimated as may of 2025 as the day of the event is unknown. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Manufacturer narrative:
Section b3: the event date is estimated as may of 2025 as the day of the event is unknown. Additional information: b4: date of this report, d4: lot number and expiration date, g3: date received by manufacturer, h4: device manufacture date, h6: evaluation codes. Corrected data: d2: common device name and product code, e: initial reporter also sent report to FDA: unknown, h6: impact code. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to ebi for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. The device is used for treatment.

Event description:
It was reported by the sales representative that the patient experienced skin irritation from the opak electrodes. The doctor wants to switch the patient to bhs unit. The patient was given opak on (B)(6) 2025. The patient has sensitive skin. She treated with the unit for 2 weeks and had red, itchy and irritated skin with raised bumps with puss when they popped. She used only 72r electrodes and treated for 12hrs a day. Changed electrodes daily, rotated the position and washed the skin with antibacterial soap and treated the irritation with hydrocortisone cream. The patient had follow-up with doctor on week 03 of treatment and told her to stop using the opak and he would like to switch her rx to bhs. The doctor did not prescribe anything for skin irritation.